Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: there was a pump reboot associated with a battery change observed in the black box on (B)(6) 2015. There was no evidence of short battery life observed in the black box. The pump powered on with the returned battery cap and the cap was able to fully tighten to the pump. The battery compartment was cracked with evidence of moisture contamination observed inside and on the underside of the battery cap. Current draws were within specifications. The leak test confirmed the battery compartment leak and no additional moisture or loose components were observed inside the pump when the pump case was removed. Unrelated to the original complaint, the audio bolus button cover was torn, but responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.